Event description:
Caller reported a malfunction on the pump, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Customer support (cts) resolved the issue by arranging for a replacement pump with updated software, as the current pump experienced repeated malfunctions. The customer was informed about using multiple daily injections (mdi) as a backup therapy.